Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl at time of incident. It was reported that they were losing time not greater than 3 minutes within 10 days on the insulin pump. The customer was assisted with self-test and the test was passed. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the insulin pump and call back if had any issue. The insulin pump will not be returned for analysis.